Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion was found breaching the svc cable lumen at 34.5 ¿ 35.0 cm from the distal tip, consistent with friction to another device or feature of the patient anatomy. The svc etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.